Event description:
Overdelivery reported: the secondary line was programmed to infuse a k-rider 20meq/100.0ml at 5.0ml/hr. According to the customer contact, the nurse hung the bag at approx 22:30. After starting the infusion, the nurse left the room to get something for the pt. Upon returning , approx 10 minutes later, the nurse found that the 100.0ml bag was empty. It was reported that the display indicated that the infusion had not begun. The physician was notified and a stat k-level was ordered. The pt's serum potassium was 4.7 meq/l, well within within the normal range(3.5-5.0 meq/l). There was no pt harm reported. Add'l info has been requested. All significant information obtained, relevant to this event, will be forwarded in a follow up.